Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change out externalized conductors were noted under the fluoroscopy. The lead remains implanted and will continue to be monitored. The patient is fine.